Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 half height cubie was loose bearings. A field service engineer replaced the half height cubie drawer to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.1 was failed.the customer added that this malfunction occurred when trying to issue a propofil medication to a patient and there was a 5 minute delay in patient care workflow.customer stated that the medication was accessed from other drawers.there were no adverse events or injuries reported based on this event.